Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported an impella cp pump was placed to support a younger patient with seizure history found down for an unknown time. There was cardiogenic shock complicating the acute myocardial infarction diagnosis made and the pump was placed after the team had placed a reperfusion sheath to the leg. The limb was perfused but after four days of the impella cp, the pump was explanted and replaced by escalation to an impella 5.5 with concerns of limb ischemia.